Event description:
It was reported that the day after the foley catheter was being retained, natural removal occurred. When the cuff was reinflated under in-hospital medical safety, a unilateral inflation of 10:0 was confirmed and still 10:0 at the time of retrieval, and no sterile water leakage was observed. Then informed the individual of rm that there was no causal relationship between the unilateral swelling and natural discharge. At the time of collection, the unilateral swelling was in a 10:0 state.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.